Event description:
It was reported that the customer had a high blood glucose level of 480 mg/dl. Customer had a large meal and their current blood glucose level is 180 mg/dl. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.